Event description:
During a regular pacemaker follow-up performed on (B)(6) 2015, it was confirmed that battery impedance was 13.43kohms and the pacemaker reached the rrt whereas on (B)(6) 2014 the battery impedance was 2.63kohms and the time to rrt was 1 year and 6 months. The subject pacemaker was initially programmed to ddd mode and basic rate 70 min-1, however it was observed that its setting was reprogrammed to vvi mode and basic rate 70 min-1. Therefore, the pacemaker replacement was considered. On (B)(6) 2015, a pacemaker replacement procedure was performed. The subject pacemaker was removed and a new pacemaker was implanted. Please investigate possible causes of the reached rrt, which is 6 months earlier than the expected rrt.